Event description:
It was reported that the catheter fell out of a patient due to water leakage from the balloon area.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The product had caused the reported failure. Sample was inflated with water and observed water leaking thru drainage funnel. Dissected the catheter and observed tear on rubberize layer of inflation lumen. Tear was examined under microscope and noted to be rounded and not smooth and identified this is related to manufacturing. A potential root cause for this failure could be due to manufacturing related due to operator error/ mechanical error/ thin rubberized layer/poor stripping. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex [precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. <troubleshooting> when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases. A. Non-rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon may remain in the bladder. [Storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could due to ¿manufacturing related due to operator error/ mechanical error/ thin rubberized layer.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: [warnings] method for use: do not inflate the balloon in the urethra. [The urethra may be injured. Do not pull the catheter hard. [The bladder/urethra may be injured. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. [Contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex. [Precautions] precautions for use: (exercise caution when using the device in the following patients). Exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. Important precautions: when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. When any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. When it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. Troubleshooting: when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases. Non-rupture method (sterile water is withdrawn without bursting the balloon). Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon may remain in the bladder. Storage method and expiration date: storage store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date indicated on the direct package and the outer box.. The device was not returned.

Event description:
It was reported that the catheter fell out of a patient due to water leakage during the operation.